Manufacturer narrative:
The evaluation of the repair has not been completed; therefore, a conclusion cannot be drawn at this time. (B)(4).

Event description:
A report was received from (B)(6) stating that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time that the malfunction occurred.